Event description:
It was reported that the autoclavable camera head did not work. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. The investigation identified the following malfunctions: failed leak test cable and no image. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause for the reportable allegation was traced to a component failure. For the additional finding of no image displayed on the screen, the most probable cause was determined to be a faulty charged coupled device (ccd) and for the failed leak test of the cable, the most probable cause was also traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.